Manufacturer narrative:
Product investigation summary: the tomofix plate (manufactured in may, 2015) and the locking screw (manufactured in december, 2013) were analyzed for conformance against print specifications with no abnormal findings identified. The drill guide (manufactured in july, 2002) was reviewed as well. However, the device history record review was inconclusive due to the age of the device (older than 13 years). At this time, the manufacturing documents for instruments are only stored for ten (10) years. The investigation of the complained drill guide shows that the threaded tip is broken off due to excessive mechanical force. The broken surface is homogenous, which indicates material conformity. Unfortunately, as no detailed clinical information was available, the manufacturer is not able to determine the exact cause which led to this damage. This instrument is an old and often used device; it is likely that this combination of mentioned force and the multiple applications caused this breakage during surgery. The complaint is disposed as confirmed due to evidence that part is broken, but it's considered not valid from a manufacturing standpoint. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the event in (B)(6). The procedure was an initial surgery and all three parts were replaced to complete the procedure. The breakage caused fragments but the patient was not affected.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are: (B)(6). Patient age, dob and weight not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been attempted. The manufacturing location: (B)(4), manufacturing date: 17 july 2002, 323.042, lot: 2032791. DHR not available as device is older than 13 years. At this time the manufacturing documents for instruments had to be stored for 10 years. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery on (B)(6) 2016 (hospital case number (B)(4)) the tip of a locking compression plate (lcp) drill sleeve broke off. The locking screw could not be inserted into the tomofix tibial head plate. During the visible inspection a metal fragment of the lcp drill sleeve could be detected which stuck at the screw hole of plate. Substitute implant and instrument has been used to finalize the surgery successfully. The issue prolonged the surgery by ten (10) minutes. The patient is female and there occurred no patient harm. Complaint involves one part. This report is 1 of 1 for (B)(4).